Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient needed "materials" to send back because the patient was having their device removed. The patient indicated that the reason for having the device removed was back pain where the ins was and that when the patient sits they are not able to get up from the chair because they are in pain. The patient indicated that the pain has been since implant. Patient status is unknown at the time of this report. No device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was overweight and lost weight so the device was bothering them and, when they were doing things, it would hurt them. Also, when the climate was damp, it felt like the device was moving.

Event description:
Additional information was received from the patient from a follow-up letter. The circumstances that led to the pain was some physical or labor activity. Pain isn't resolved. Patient called in on (B)(6) 2017. Patient reports the implantable neurostimulator (ins) doesn't work anymore and is causing pain/bothering them when sitting. Patient wants the ins explanted, but the healthcare provider (hcp) needs to know the settings. It is unknown as to why the doctor needs to know the settings, but it was reviewed the hcp could page a manufacture representative (rep) to check the ins and view any settings. Patient will follow up with their hcp to discuss what settings they need and assist in paging a rep if desired. Patient's next appointment is (B)(6) at 8am. Patient asked if foundation care (fc) had the serial number of the patient programmer (pp) that the patient lost. It was reviewed that fc may need information to bill for a new pp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) via a patient. Patient informed the rep they would like to have their implant removed because it was causing them pain while they moved. No further patient complications have been reported as a result of this event.